Manufacturer narrative:
Further information and UDI not available due to no product or contact information provided.

Event description:
A literature article reported that a right atrial leadless pacemaker exhibited under-sensing, far r-wave over-sensing, poor-sensing, and failure to capture across multiple implant sites. A site with no over-sensing was eventually found, but under-sensing and low current of injury were still noted. It was still decided to implant the device. Observation over the next couple of days did not show any improvement, so a second implant procedure was completed. New imaging showed extensive scarring of the atrium, possibly leading to the previous issues. The new imaging also helped identify a viable implantation site. The device was repositioned and successfully implanted. Patient condition after the event was not reported.